Event description:
Surgeon was using ethicon endoscopic linear cutter, when the cutter malfunctioned. Cutter was removed and procedure converted to open procedure. Dates of use: (B) (6) 2010. Diagnosis or reason for use: intraoperative endoscopic cutter/stapler. Event abated after use stopped or dose reduced: yes.